Manufacturer narrative:
B5; additional information received: it was confirmed the trigger was not used during deployment. The trigger was only attempted to be used when sliding the grey handle back to the blue handle for retrieval from the patient post deployment of stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received; the deployment and removal steps were performed according to the instruction for use (IFU). It was noted that no damage could be visually observed before or after delivery of the stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with a gap between the external slider and handle, and a corresponding gap between the graft cover and tip. A kink was evident to the spiral and graft cover distal to the stent stop. Slight resistance was noted advancing and retracting the graft cover using the external slider trigger. There was no damage evident to the screw gear threads which would have hindered movement of the slider. The external slider was disassembled and the internal slider was advanced and retraced with no issues noted. No deformation was noted to the spring or internal slider. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb etlw1620c124ee was implanted in the endovascular treatment of a 55mm aaa .  It was reported that during the index procedure, after full deployment of the stent graft, the physician tried to retrieve the delivery system by pulling the grey trigger on the handle but the slider would not slide back as usual to reassemble the delivery system.  The device had to rotated to wind the grey part back to the blue. The device was then successfully reassembled and removed from the patient. The graft was deployed perfectly before this and no issues were noted with the the graft post deployment. Per the physician the cause of the removal difficulties could not be determined.  No additional clinical sequalae were provided and the patient is fine.